Event description:
It was reported to tyco health care/kendall in 2008 that a customer had a problem with a dialysis catheter. The customer reported that the adaptor of a palindrome back-end cracked and they were unable to perform dialysis.

Manufacturer narrative:
An investigation is currently under way. Upon completion, the results will be forwarded.